Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had no delivery alarms, unspecified error codes and insulin pump turns off randomly. Customer also stated that the insulin pump rejects batteries, cracked at the battery compartment and rainbow effect. The device will not be returned for analysis.